Event description:
Pt was not advised about the plate & screws that were put in place. Pt got a staph infection from original surgery & had to return to surgery 3 more times. On i.v. Antibiotics for 1 month & had to stay in the hosp an add'l 2 weeks. It has affected rptr's sexual life, also their working, standing for long periods or sitting for long periods.